Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), vaginal infection ("vag. Infect."), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect."), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), nausea ("nausea") and nervous system disorder ("neuro condit/prob") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder, weight increased, visual impairment, nausea and nervous system disorder had resolved and the autoimmune disorder, hypersensitivity, menorrhagia, rash, vaginal infection, skin disorder, psychological trauma, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems,urinary problems, bladder infection, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) was performed, however, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously added event of "injury" was updated to pelvic pain. New events added- abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash, skin condition, hypersensitivity, autoimmune disorder, psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, fatigue, hair loss, gi conditions, weight gain, vision probs, nausea, nuero. Problems. Outcome of the events fatigue, hair loss, gi conditions, weight gain, vision probs, nausea, nuero. Problems, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea were updated to recovered/resolved. Reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.